Event description:
The customer reported that while running an antibody screening assay, summit sample handler pipetted sample/reagent into incorrect well positions and did not give an error message. An ortho field service engineer was dispatched and the problem was not duplicated. Fse adjusted barcode reader and ensured instrument performance. No death or serious injury was associated with this event. This report is being issued beyond the 30-day reporting requirement. This was found during a review of complaints.